Manufacturer narrative:
Analysis of the lead (lot # va1g130) found that there was foreign material embedded in the lid of the inner tray of the lead packaging. Additional analysis results: product analysis #225997872.:analysis information -- 2017-06-26 20:57:01 cst pli# 10 product ID# 3389 analysis identified foreign material was present in the lead kit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the lead had a small black spot in the package and it was not used as a result. The caller reported the device would be returned for analysis. It was also noted that the lead was not used and did not involve a patient. There were no patient symptoms or further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.